Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to a possible lead fracture as evidenced by high pacing thresholds and high pacing impedance. The patient reported weakness and shortness of breath prior to the lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.